Event description:
An ethicon 45mm - 3.5 stapler was given and placed onto the field. The stapler used with preloaded 3.5mm load. It was fired across the right lung of the patient. The stapler did not appropriately fire across the entire length of the load. Upon removal from the patient, the load was removed and the stapler was unable to be opened all the way. The stapler passed was off and the packaging saved. Will be returned to the manufacturer by 05/11/2007. The manufacturer is aware of the issue and all staplers with this specific lot number c4f776 have been pulled from the shelves.